Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is +011(049)76419333450. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when lid opened and that there are no voice prompts. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker further evaluated the customer¿s device at the product analyses center (pac) and the technician was not able to confirm the reported issue of the device not powering on. The device was able to be powered on and off by pressing the on/off button or by opening and closing the lid. The technician confirmed that no voice prompts were provided after the device was powered on and the cause of that issue was determined to be due to the corrupted memory/firmware. The customer has been provided with replacement device. The customer device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on when lid opened and that there are no voice prompts. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.